Event description:
It was reported that a patient is deceased and died on (B)(6) 2011; approximately, one month post, the implant (on (B)(6) 2011) of a car dioverter defibrillator (ICD). The patient was a participant in the (B)(4) study and no further information has been provided regarding the patient's death. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d164awg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).